Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings:a review of the black box indicated loss of prime warnings had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. A force sensor calibration test revealed the force sensor was detecting the correct force. The pump cover was removed and there was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).